Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
On (B)(6) 2025, new pacemaker implantation (lbba). At a later date, chest scan confirmed that the rv lead had been dislodged. On (B)(6), repositioning was attempted, but the screw could not be retracted. Bending of the lead tip was confirmed. A new lead was implanted.